Manufacturer narrative:
(B)(4).

Event description:
Prometra was reported to be explanted due to wound dehiscence and potential infection to patient. Surgical intervention taken to explant the pump.

Event description:
Clinical specialist reported a prometra ii pump was explanted to due wound dehiscence and potential infection of the pump pocket. The physician reports to not allege any device malfunction.

Manufacturer narrative:
Submitting supplemental MDR to correct prior selection of h1. This event represents a serious injury, not a patient death.